Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry mode due to a data synchronization failure caused by a foreign key constraint conflict in the storageitemtransaction table. A technical support specialist (tss) validated station using knowledge article "medes retry - insert into tx.storageitemtransaction" and found discrepancies between the server and station databases (no rows on server, 2 rows on station). As the lastmodifieddispensingdevicekey was not null, solution step 3.b was followed, and a dummy update was performed on the station database while monitoring data sync logs through baretail. The station successfully processed and uploaded 140 pending transactions with no further retries generated. Post-fix verification confirmed that the retry notice cleared from the med es server, and subsequent dial-in confirmed the station remained stable and out of retry mode. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es message on the healthsight viewer indicated devices with uploads stopped and devices in retry mode. The bupivacaine/fentanyl bags showed an incorrect number in the inventory, and the printed pick and delivery report was also incorrect. However, all numbers and reports appeared to be correct at the actual cabinet. However, there were no delays, adverse events or injuries reported based on this event.